Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; dead battery received with device - measures 8.57 volts with no load; 4.96 with 128 ohm test load. It is noted the device passed visual, electrical and mechanical inspection with no anomalies observed. (B)(4).

Event description:
It was reported that the liquid crystal display on the external pulse generator would not display segments. It was also reported after power on, the display blanks out. The device was returned to the manufacturer for repair. There was no patient involvement.